Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive of the light guide lens peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the light guide lens adhesive was peeling off. This creates the potential of a gap through which dirt can enter the inside of the lens. Other observations for the device are: water tightness is not maintained due to holes in the curved rubber due to external factors. The bending angle is insufficient and play of angle knob is out of normal state due to the elongation of the angle wire. There are scratches and wrinkles on the insertion tube. The forceps lever does not operate smoothly due to damage to the forceps lever. Scratches are found on the tip cover, right/left angle fixing knob, insertion part corrugated tube oredome, operation unit, grip, and universal cord. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner device that was inspected upon return and found to have a pinhole in the distal end rubber coating (a-rubber). There is no harm reported to any patient or persons. The device was sent to the service center for evaluation and repair. Upon evaluation of the returned device, it was observed that the light guide (lg) lens adhesive was peeling off. This creates the potential of a gap through which dirt can enter the inside of the lens. This medwatch is being submitted for the reportable issue of the peeling of the lg lens adhesive as observed during device evaluation.